Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed the ''do not use'' icon. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty diode on the system board. Analysis of reports of this type has not identified an increase in trend.